Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient codes added h6: impact code added

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed using a watchman flx laa closure device. It was reported the patient died during the procedure. No further information is available at this time. It was further reported via social media that immediately after the insertion of the watchman flx laa closure device, the patient complained of a headache, and was given morphine. Magnetic resonance imaging (MRI) was completed, and it was determined that the patient was bleeding from the brain. A neurologist stopped the bleeding, but the patient never woke up.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed using a watchman flx laa closure device. It was reported the patient died during the procedure. No further information is available at this time.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.